Event description:
It was reported that when the healthcare provider (hcp) changed the ¿dosing¿ in 2014 from 500mcg to 2000mcg, the calculation from the physician programmer caused the patient to overdose. When the issue was investigated and the manufacturer representative stated they ¿must have done something wrong.¿ the pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient still had concerns and the issue was not resolved. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.